Event description:
In 3/2005, the pt reportedly experienced sound percept problems and intermittency. In 2005, the pt was seen at the center for device eval. Testing performed confirmed that the pt's c1 device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.